Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for no delivery during basal and bolus delivery. The blood glucose reading was 10.2 mmol/l. The insulin pump alarmed with a fixed prime and no insulin exited. Insulin did exit with a manual push. The insulin pump alarmed with the manual prime again. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. It was advised that the insulin pump would be replaced and the product will be returned for analysis.